Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, upon removal of the sensor pod from the patient body, the sensor wire was missing. The sensor was inserted at the upper buttocks on (B)(6) 2017. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor ((B)(4)/lot number 5223480) was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod and seal carrier. The customer complaint was confirmed. A root cause could not be determined. However, the sensor that was returned was not the product at fault.